Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The investigation found no evidence that the r series defibrillator charged or delivered a shock automatically. The device log confirms that a user manually operated it by selecting energy, pressing charge and shock buttons, and delivering 34.8 joules of energy with a patient impedance of 83.4 ohms. The device is designed to require manual input for charging and shocking, as stated in the operator's guide. The device passed all testing successfully and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 53-year-old male patient, the device self-discharged at 30j causing the patient's heart rhythm to change to ventricular fibrillation. The staff charged the device to 100j and successfully delivered energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.